Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones and possible buzzing for a few weeks. Interrogation of the device with a programmer noted that the device and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms in triad configuration. The programmed configuration was changed to coil to can and shock impedance measurements were noted to be 55 ohms. The physician will continue monitoring until routine device replacement. No adverse patient effects were reported. This product remains implanted and in service.